Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 501 mg/dl. Reportedly, the cause of the elevated bg was because the customer accidentally allowed the pump battery to fully deplete and also because the customer ate breakfast. The customer addressed impacted bg with an injection and plugged the pump back in to charge.